Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted the lp exhibited low impedance and undersensing. Microdislodgement was suspected and the physician elected to reposition. It was then noted the helix had stretched. The lp was removed but it was unable to be released from the catheter. The lp was replaced with no issues. There were no patient consequences.

Manufacturer narrative:
The reported events of stretched helix, low impedance, under-sensing, dislodgement, and separation failure were not confirmed. Visual inspection of the device found no anomaly on the outer and inner helix, the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to impedance or sensing problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.